Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incident was unknown. The customer did try and treat with syringes. Customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was 736 mg/dl. Customer was experiencing symptoms of nausea, abdominal pain and shortness of breath. The customer cause of emergency room visit was diabetic ketoacidosis. Customer is currently hospitalized. Customer was wearing the pump at time of hospitalization. The customer decided to bypass the high blood glucose troubleshooting for now because she wants to speak to her diabetes educator and she has already changed her set.